Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was broken at the proximal shaft and was not used.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 0.9 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was fractured. Evaluation of the returned product confirmed a fracture in the proximal shaft, under the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.